Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07289 and 2134265-2015-07290. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the unspecified target lesion. However, error 214 occurred and automatic pullback could not be performed. The system was being used by performing manual pullback.